Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration. The patient underwent a lead and clik anchor replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.